Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint is confirmed as the coil is detached. However, the delivery pusher is not available for evaluation but, the condition of the returned coil is consistent with the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported that during an embolization coiling treatment, the coil prematurely detached in the catheter. The vasculature was stated to be extremely tortuous. No harm or injury occured as a result of this incident.